Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to run incoming functionality testing) was confirmed. As received, the monitor was not able to run incoming functional testing. Upon investigation, the c19 on the defib pca was out of tolerance. The root cause of the faulty capacitor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A distributor returned monitor sn (B)(4) and reported that the monitor was unable to run incoming functionality testing.